Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2024, it was reported by a sales representative via email that a 3024-01 11-hole left alpha plate broke postoperatively through the oblong hole in the first bend of the plate. On (B)(6) 2024, the patient was implanted with the plate, and revision surgery is still to be determined. Per the sales representative, the patient did not report any falls or injuries. No additional information has been reported. Additional information received on 11/13/2024: during the initial surgery on (B)(6) 2024, a 3024-011 11-hole left alpha plate, two 8110-026 cortical bone screw, an 8110-028 cortical bone screw, three 8110-030 cortical bone screws, an 8114-024 double lead lock cortical screw, an 8114-026 double lead lock cortical screw, an 8114-028 double lead lock cortical screw, an 8114-030 double lead lock cortical screw, an 8124-028 fully threaded cancellous locking screw, an 8124-032 cancellous locking screw, fully threaded, an 8124-038 fully threaded cancellous locking screw, an 8124-040 fully threaded cancellous locking screw, an 8124-046 fully threaded cancellous locking screw, an 8124-048 fully threaded cancellous locking screw, an 8124-050 fully threaded cancellous locking screw, an ar-8935cl-18 kreulock compression screw, and an abs-2010-10 allosync pure were implant. An abs-10062t angel cprp system with aspiration kit was also used during the procedure. On (B)(6) 2024, it was discovered that the plate had broken. The patient underwent revision surgery on (B)(6) 2024. All the hardware from the original surgery on (B)(6) 2024 was removed and replaced with products from another manufaturer, a 10cc of arthrex allosync pure dbm, 5cc of arthrex arthrocell plus, and bone marrow aspirate from the iliac crest.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 8110-024 cortical bone screw, ø3.5mm x 24mm serial/batch number (B)(6), was received for evaluation. Visual inspection revealed damage to the screw threads and the hex at the head, most likely attributed to the fact that they were implanted and removed. Functional testing was conducted by screwing the returned screws into the returned 3024-011 alpha plate, left, 11-hole, serial/batch number (B)(6). It was noted that the grey screws (non-locking screws) did not attach to the plate by themselves; however, this is expected as these screws are screwed directly into the bone to hold the plate in place. Arthrex concluded that there are no allegations against the 8110-024 batch 230450. No related problem found.